Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and sensor anomaly. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised half of the bolus delivery dripped down the side. Customer advised the sensor cannula was almost broken in half. Customer advised the cannula was broken and it appeared to have occurred upon insertion. Customer advised the infusion set leaked at the insertion site.